Event description:
As part of a legal dispute intuitive surgical received information (B)(6) 2012. The patient reportedly sustained a perforated bladder following the hysterectomy procedure. No specific allegation of a malfunction of a da vinci system, instrument, or accessory was reported. No other details were provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.

Manufacturer narrative:
On october 4, 2013, intuitive surgical received additional information as part of a legal dispute regarding a patient that underwent a da vinci robotic hysterectomy for pelvic pain and venous congestion on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes x-ray cystogram, CT abdomen and pelvis with contrast, discharge summary from hysterectomy, operative anesthesia record. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intra-operative complication. The patient was noted to have dense scar tissue between the bladder and cervix/vagina. The operative report describes this area as very scarred and required significant time and effort. Within 2 weeks post op, the patient is reported problems with urinary control or urine in the vagina. CT scan of the abdomen on (B)(4) 2012 shows possible defect within bladder but no contrast in the vagina x-ray cystogram localized extravasation from the posterior bladder. Possible small fistula. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure.